Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device reported on. The device was used for a ¿meniscus repair¿. The complaint listed ¿simultaneous deployment¿. T1, t2 and suture were returned separated from the delivery needle. Visual inspection indicates aggressive use. The delivery needle has been nearly flattened out. The actuator has sprung from deflection and jumped the track. These conditions would surely inhibit proper deployment of the anchors. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacture of the device can be established.

Event description:
It was reported that both t1 and t2 deploy at the same time. No patient injury reported.